Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported the lesion was severely stenosed and was located in the severely tortuous and moderately calcified artery. It was noted that the balloon was ruptured at rated burst pressure.

Manufacturer narrative:
Updated b5: describe event or problem - additional information. Device evaluated by MFR.: the device was returned for analysis. The shafts, tip, and balloon were microscopically and visually examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure. When the balloon was inflated, fluid leaked from the balloon. Microscopic examination revealed that there was a pinhole in the balloon material at the distal edge of the markerband. The markerband was inspected and there was no damage or irregularities. Product analysis confirmed the reported event, as there was a hole in the balloon.